Manufacturer narrative:
H6: patient code e0116 headache removed.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted the structural cardiology clinic reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted the structural cardiology clinic reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed-up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037403913. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) and chest pain/discomfort (medication required, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) and chest pain were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted the structural cardiology clinic reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed-up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover.